Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The wens serial number was updated. The representative planned on returning the leads to the manufacturer for analysis. No further complications reported.

Manufacturer narrative:
(B)(4). Analysis of the lead (B)(4) found no anomalies. Analysis of the lead (B)(4). Found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The trial leads and stylets were returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 15-jun-2022, (B)(4); product ID: 977d260, serial/lot (B)(4), ubd: 15-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient a trial wireless neurostimulator (wens). Information was reported that after numerous attempts at trying to place the trial lead the physician placed the lead into the wens and impedances were run. The impedance showed multiple electrodes to be red and unusable. The physician tried pulling the lead out numerous times and correctly lining up with the wens. The physician also tried using electrode spaces 8-15 to see if something would change. Multiple electrodes still continued to be marked as red and unusable. An additional lead was opened and advanced, but the same problem persisted. This time with different electrodes being red and unusable. It is unclear what was causing this issue, but the physician had the rep turn on stimulation using the green usable electrodes and the patient was not getting great coverage and was sensitive to testing. A lateral was checked and the lead was posterior. It is unknown what is causing the issue. No further complications were reported. No additional patient symptoms were reported.